Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone13.2 cgm sensor type: data not available. Please note the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that her son experienced hyperglycemia and malaise which resulted in a 4 hour emergency room visit on (B)(6) 2026. No blood glucose readings were provided. The mother reported repeated communication failures between the pod and the omnipod app, which resulted in a pod shut off alert. Reportedly on the evening before the event, the pod could not establish connection with the app for an hour, followed by disabling itself at 12:05 am (insulin delivery stopped. Change your pod). The patient awoke not feeling well and was taken to the emergency room where he was treated with intravenous fluids.